Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported when the implant was place on their back over the left kidney area, since then the implant slides down like lying on the lower edge left side of the spine on their si joint. Patient said the issue happened a few years ago, about 4 to 5 years. Patient also said now it gotten to the point, the soreness they could not withstand. Agent advised the patient to call their healthcare provider (hcp) about this issue and the patient said they did and they were advise to take an MRI. The patient was redirected to their hcp to further address the issue. [See (B)(4) for related event].